Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the sheath is buckling at the end. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the sheath and no relevant findings were identified. The probable cause of the damaged sheath could not be determined based upon the information provided and without a sample.

Event description:
The customer reports that the sheath is buckling at the end. No patient injury or consequence.